Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a reported a rash under the lifevest. It was described as red and itchy. There was no alleged device malfunction contributing to the irritation. Patient went to the ER and was prescribed benadryl by a physician. Follow up indicated that the rash has completely cleared.